Manufacturer narrative:
Other contact phone number: (B)(6). Other contact person: inoue due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during inspection the cardiosave hybrid, 3.1edition intra-aortic balloon pump(iabp) had pim leak test fail. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(medical device problem, investigation type, investigation findings, investigation conclusion, component code), h11. A getinge fse was dispatched to evaluate the issue and fse reported that the issue was due to leak in pim and fse changed the pim module and the unit worked according to the specification.

Event description:
N/a.